Manufacturer narrative:
It was initially reported that the patient had an infection. The patient does not have an infection and the poly inserts were not exchanged during a revision surgery. The surgeon reported that the patient has soft tissue irritation when walking, sitting or performing movement. Review of the device history record indicates the device was manufactured to specification.

Event description:
It was initially reported that the patient had an infection. The patient does not have an infection and the poly inserts were not exchanged during a revision surgery. The surgeon reported that the patient has soft tissue irritation when walking, sitting or performing movement.

Manufacturer narrative:
Patient has an infection. Revision surgery is planned to clean the knee. Poly inserts may be exchanged during the procedure. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
Patient has an infection. Revision surgery is planned to clean the knee. Poly inserts may be exchanged during the procedure.